Manufacturer narrative:
All components of the system have been implanted on (B)(6) 2026 and explanted on (B)(6) 2026 following the reported infection. The subject implantable device and all the leads have been sterilized and released according to all applicable procedures. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, an infection was confirmed on (B)(6) 2026 in a patient in whom a crt-d system had been implanted on (B)(6) 2026. A reintervention for explant was scheduled for (B)(6) 2026. On (B)(6) 2026, the physician informed the sales representative by phone of the confirmed infection and the planned re-intervention.